Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was on-site. Fse performed cleaning and replaced parts. Calibration and qc were then performed which met specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding discrepant glucose (glu) results generated by the unicel dxc 800 pro synchron chemistry analyzer. A glu result of 31.8 mg/dl was generated with a critical rerun of 106.1 mg/dl. Rerun of the sample gave results of 108 and 110 mg/dl. The second sample gave a result of 121.2 mg/dl with a critical rerun of 81.9 mg/dl. Rerun gave 117 mg/dl. The erroneous results were not reported outside of the laboratory. There was no affect to patient treatment as a result of this event.